Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that the battery compartment was cracked with visible moisture inside. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-nov-2018 with the following findings: during investigation, there was evidence of short battery life is illustrated with drastic voltage drop. The battery compartment was cracked at threads on the side. The returned battery cap was undamaged and able to fit. There was moisture corrosion observed in the battery canister and on the battery. A leak test failed due a battery compartment leak. The pump powered up to a ¿cs177¿ warning upon start up, reported ¿short battery life¿ complaint was duplicated due moisture corrosion. ¿ez-prime¿ steps were performed correctly. All currents reading are within spec. The pump¿s cover was removed. Pump¿s cover was removed, no further moisture corrosion is observed on the pcb and to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.